Event description:
It was reported that the patient did not follow aseptic technique which was further described as washing their hands and using the same towel for 4 exchanges which resulted in peritonitis. The peritonitis was manifested by abdominal pain, fever and cloudy effluent and the patient was hospitalized. On an unreported date, the patient was treated with imipenem intraperitoneally (ip) (400mg, 4 times a day), amikacin ip (250mg, 4 times a day) and cefazolin ip (250mg, 4 times a day) for peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.